Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, approximately 8.3 cm of the distal end of the subject microcatheter was returned with the stent, the remainder of the microcatheter including the hub was not returned. The returned section of microcatheter shaft was flattened/crushed. The stent was stuck inside the returned section of the subject microcatheter due to dried blood and had to be cut to remove the stent. A functional inspection could not be performed as the stent was stuck inside the microcatheter shaft which was significantly damaged. The reported event could not be confirmed during the analysis as the device problem is unknown/unclear. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported. It was reported that ¿as per physician the stent was not opening at all cavernous bend even after multiple attempts so he removed the device and while taking it in sleeves the stent got stuck in microcatheter hub¿. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. Continuous flush was set up and maintained throughout the clinical procedure. There was no indication of a user related issue. The anatomy was reported to be moderately tortuous. Access was through femoral. The anatomical location of the intended treatment was cavernous internal carotid artery (ica). There was a challenge in removal and the stent got deployed in hub during retraction and there was challenge in removal. There was no anomaly noted to the flow diverter delivery system prior to use. The physician was able to deliver the stent device to the target lesion and there was no resistance encountered during navigation of the stent device to the target lesion. The mid part of the stent failed to open. The stent was recaptured/resheathed back during the procedure 3 times. The user most likely intentionally cut the microcatheter shaft in an attempt to advance the stent but was unsuccessful. As the returned section of the subject microcatheter shaft was significantly flattened/crushed it would indicate the device encountered a significant force during use. It should be noted while continuous flush was set up and maintained throughout the procedure, the stent could not be removed without cutting the microcatheter shaft due to the dried blood which would indicate flush was not sufficient to prevent retrograde blood flow into the microcatheter, and this would have contributed to the reported event. Based on review of all available information an assignable cause of undeterminable will be assigned to the reported event of ¿device problem unknown/unclear¿ as the device problem is unknown/unclear. An assignable cause of procedural factors will be assigned to the analysed event of 'catheter shaft flat/crushed', ¿catheter shaft friction¿, 'catheter shaft blocked/occluded' and ¿catheter shaft broken/fractured during use' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
The catheter (subject device) was returned for analysis and it was observed that the catheter shaft was flat/crushed and was broken/fractured during use. Also, resistance was encountered within the shaft of the subject device, and the shaft was identified to be blocked/occluded. The subject device was reported to be replaced, and the procedure was reported to be completed successfully. No clinical consequences were reported to the patient.